Event description:
It was reported that at the device check one day post implant there was a loss of wireless telemetry. It was noted that at implant there was wireless telemetry with the device and now at the device check it indicated "wireless telemetry was unavailable". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4473 competitor implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data revealed that the wireless telemetry was unable to be established. The analysis comments noted that observation: wireless telemetry no longer available with this device.